Event description:
Home pt(hp) reports quantum extension set would not connect securely to ultrabag pt connector at therapy set up. Hp reports connector kept turning and never reached a positive stop. Hp did not use and reports no injury or medical intervention.